Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1 month after the dental implant was placed in (B)(6) site 10 in the mouth, the implant had not achieved osseointegration. Clinician reports poor implant angulation and bone bumped drill into ext socket. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1 month after the dental implant was placed in (B)(6) site 10 in the mouth, the implant had not achieved osseointegration. Clinician reports poor implant angulation and bone bumped drill into ext socket. The product will be forwarded to the manufacturer for investigation. There were no reported complications.